Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a phoenix machine during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, the device was evaluated on site by a qualified technician. Inspection of the machine showed that the dialyzer female connectors and the latex of the ultrafiltration (puf) pump were worn, which allowed the reported leakage. The service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the leak was the worn components which were replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.